Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 237, 145, 127, 117, & 129 mg/dl when all tests were performed between 8:25 pm and 8:36 pm on the advantage system. No actions were reportedly taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.